Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 315 mg/dl. Customer had headache. Customer gave herself 10u of humalog with a syringe and blood glucose was 212 mg/dl, gave insulin and she checked her blood glucose level it was high 351 mg/dl. She had went to hospital when her blood glucose was 440 mg/dl and gave 7 units from syringe. Later her blood glucose was around 300 mg/dl. The customer was treated with insulin pump and manual injections. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.